Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one osseotite tapered certain implant 4 x 15mm (int415) was returned for investigation. Visual evaluation of the as returned implant identified damage around the internal hex. Device history record (DHR) review for the lot (2021051437) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021051437) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
It was reported that the hexagon of the reported implant is damaged. The doctor confirmed that the procedure was completed with another implant and that the patient did not suffer any negative impact on his health as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided.